Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital and intense care unit with an elevated blood glucose (bg) level of 375 mg/dl; due to needing settings adjustment. Customer attempted to self-treat by giving themselves a manual dose injection; however was treated intravenously with fluids of saline and insulin at the hospital. Customer was released from hospital on (B)(6) 2021 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended. Reportedly, the customer has an upcoming appointment with their healthcare provider to discuss their settings to better meet the customer¿s needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.